Event description:
It was reported that following a stenting treatment procedure, the stent "was broken." The 10.0x31mm carotid wallstent was implanted in the carotid in 2007. Patient returned to the hospital with unspecified ''issues.'' During an intervention procedure, it was noted that the implanted stent was ''broken.'' The implanted stent was straightened using an unknown device. The procedure was completed with another carotid wallstent. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(6). Implanted: 2007. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).